Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed in the device logs; however, the device was put through extensive testing including on/off current testing, patient and circuit impedance testing, and shock testing without duplicating the report. An internal inspection of the device found no discrepancies.the main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.